Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached above 300 mg/dl after realizing elevated bg levels, the patient found the cannula had not deployed as intended. The pod was not worn.